Manufacturer narrative:
Date of event: exact date unknown, explant procedure occurred approximately during summer of 2021.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter experienced urinary incontinence, which led to the discovery of urethral erosion via cystoscopy. A surgical procedure was performed wherein the cuff was explanted. Approximately five months later, the patient had a new cuff implanted. No patient complications were reported.